Event description:
The customer reported having a hypoglycemic and the paramedics were called to his home. The blood glucose reading was 21mg/dl. The customer stated that he lost the ultra link blood glucose meter, and he was not able to check his sugar level. The customer was treated with food and glucose tablets. Revised the customer to speak with his doctor regarding the low glucose level and call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.